Manufacturer narrative:
The complaint device is currently at the hospital. The sales rep. Is expected to pick up the complaint device by next week. Without the returned device, we remain inconclusive on the exact nature of the malfunction and its root cause. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. We have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient as the result of this incident.

Event description:
During the procedure the balloon has jammed in the internal carotid and once the procedure was performed, the surgeon wasn't able to pull it out. After a series of delicate attempts, the surgeon was forced to puncture the balloon with a needle. There was no harm to the patient as the result of this incident.